Event description:
The event is reported as: the suction port on the tube was pulled apart easily by the respiratory therapist during a trial demonstration. No pt injury. No pt involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.